Event description:
It has been reported that when the customer started the allura system, the system had a blank screen and there was no movement possible. The system was restarted, but the system got stuck at 00:00 and did not start up. The system was not in clinical use when the issue was identified. No harm has been reported to philips. A philips service engineer inspected the system onsite. The main cabinet was checked and it was noticed that some breakers were tripped. The breakers were corrected, however the geometry pc did still not power up and there was no power to the scc (geometry power & control unit). The geometry pc, power & control unit and ipc adapter were replaced and the system was returned to use in good working order. The tripped breakers caused the system to get stuck at 00:00. The geometry issue was caused by the issues with the geometry pc and the power (power & control unit and ipc adapter).